Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity were not provided for reporting. UDI: upc: 312547235969. Lot number: 13519ca. Expiration date: april-30-2021. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
Consumer used listerine sensitivity zero alcohol mouthrinse frsh mnt 250ml USA 3125 to stop bad breath because of masks. After using consumer reported an allergic reaction, the consumer's gums, and cheeks were very irritated and they kind of swelled and got red and bumpy. The inside of the lips was affected as well after using the product. Consumer reported, it seemed to only affect mucosal tissue. It took a week to go away while taking multiple antihistamines. Consumer symptoms started on (B)(6) 2020 and ended on (B)(6) 2020, consumer was using the product for approximately 6 months. Consumer took levobetirizine for the treatment and consulted health care professional who prescribed xyzal for treatment.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 10 2019. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.